Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement accuracy test. Unit passed dat test at 0.0872 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 32.225 units of normal bolus was delivered on 09/05/2025 between 00:04:09.000 and 23:45:47.000. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad. A test reservoir was used, and the pump was shaken. No rattling noise noted. The sc1 cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage at the reservoir compartment (rattling noise) was not confirmed, however, other cosmetic damage confirmed where scratched case and pillowing keypad overlay was noted. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump after it was dropped, including the need to manually enter boluses as the bolus wizard did not reduce values as expected. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and while the pump passed the auto-test and showed no external physical damage, the customer reported an internal rattling sound. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the pump in storage mode. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer response was that the device will be returned.